Event description:
During a remote follow up, noise or myopotentials resulting in oversensing were noted on the right ventricular (rv) lead. Technical support was contacted and was unable to confirm the source of the noise. No intervention has been performed. The patient was stable and will continue being monitored.